Event description:
The customer reported via email to customer service that the power adapter for [his wife's] breast pump has exposed wires. He attached a picture, which showed that the transformer housing was taped together. An injury was not reported.

Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with the customer to obtain add'l complaint info and to get the product back for eval are on-going. The customer stated that the transformer has exposed wires and provided a picture indicating that the housing came apart, which is a safety risk. This type of failure is typically associated with dropping the unit onto a hard surface or other type of severe impact. The original design testing involved dropping the unit from a 1.0 m height per (B)(4) 2nd edition. Production samples were dropped three to five times from a height of 1.0 m and the housings showed damage and cracking (only after at least three drops). This product was released as a result of CAPA (B)(4), which was initiated for pump in style transformer overheating/melting issues for which a field action safety notification was initiated on 04/04/2011. Complaints against this product are currently being investigated in order to determine root cause and will continued to be monitored. Should add'l info be received, resulting in new, changed, or corrected info, a follow up report will be filed.